Manufacturer narrative:
Correction: h4 - correcting manufacturer date from sep 2, 2014 to apr 11, 2005. E1, e2, e3 - corrected initial reporter information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to initial report. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that there were minor dents and scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the video system had a lamp error a and kept shutting down during preparation for use for an unknown procedure. There were no reports of patient harm associated with the event.